Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the issue began in (B)(6) 2017. It was also reported that the cause was determined but no further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the implanted battery was changed on (B)(6) 2017 because it was going slow. Patient did not confirm if that was from normal battery depletion. Patient also reported that she had received an new registration identification card with a new serial number on it and they were confused because they had the device since 2011. It was reviewed that they changed the battery so their information had been updated and the old battery was no longer in there no patient symptoms were reported.